Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding this issue that was closed as confirmed. We manufactured and distributed in the market 1,044 units of this code-batch. There are no units in our stock. We have received 3 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and one of the samples does not fulfil ep requirement for the minimum. The results are: 0.62 kgf in average and 0.01 kgf in minimum (european pharmacopoeia requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 0.57 kgf in average and 0.33 kgf in minimum and fulfilled ep requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box of product for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle detaches from the thread when opening the single pouch. Additional data has been requested.